Manufacturer narrative:
Philips clinical support engineer (cse) contacted the biomed. The cse checked the clinical audit trail with the biomed and nurse manager and found that the alarms did generate for that bed on that date and timeframe. The biomed checked the mp5 settings and found that visual and audible alarms are not latched. The philips remote service engineer (rse) who also reviewed the clinical audit trail determined that based on the times provided, the clinical audit trail shows both red and yellow alarms which occurred and were announced at the monitor (sred14) and also at both surveillance stations on the unit. The customer biomed did performance testing which at first was unsuccessful but once instructed to adjust the desaturation (desat) limit above the sim value, (87) a desat alarm sounded appropriately. The biomed was provided one time access to the bedside configuration. It was noted that the time for desat alarm is 20 seconds and informed that a desat alarm would not be heard unless the value remains below the desat limit for longer than 20 seconds. The biomed was also instructed to view the latching settings on the bedside monitor: both visual and audible latching is off. The biomed confirmed that other mp5s on the unit are also set to visual and audible latching off. Because the alarm condition only lasted a few seconds, the visual and audible indication of the alarm would have only been very brief. The biomed wanted to know if an unlatched alarm of such a short duration cause the alarm to be seen at the picix. A philips product support engineer (pse) reviewed the information provided. The pse advised that if an alarm is non-latched, this could mean that when the spo2 fell below 85, that red alarm will sound, until the spo2 does not meet the criteria for the red alarm. The audit log does not show how many seconds between the red alarm played to when it goes off. Even if it was a short duration, then the alarm indicators will have the sound, message, and blue sector background. They will automatically reset for non-latching. The alarm will still sound with the message and the red banner in the sector. The audit log shows the alarm does sound on the pic ix and then it stopped. Ed manager and biomed asked if the alarm latching is different from the previous configuration, before the software update which occurred less than a month ago according to biomed. A clinical solution consultant (csc), however; stated that the monitors were not upgraded recently and no changes would have been made to them since march of 2024. Based on this information the device was functioning as configured and designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that device is not alarming for red spo2 alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.